Event description:
It is reported that the pt was revised in 2009, due to the locking screw backing out of the articular surface. Implant date is unk.

Manufacturer narrative:
Eval summary - the articular surface, locking screw, and torque wrench were returned for review. The underside of the articular surface exhibits signs that are indicative of the articular surface not being fully seated on the tibial baseplate, likely at the time the device was implanted. This is based on an indentation on the underside that is consistent with sitting on the anterior rail of the tibial plate. Given the uniformity of these indications, it is not likely that they were caused after the screw loosened and the articular surface disassociated. If the screw was tightened when the articular surface was on the anterior rail, a false sense of having the articular surface secured to the tibial plate would have likely happened. Then if the articular surface moved while in vivo, particularly posteriorly, the screw tension of the locking screw would be completely lost. There was a photo of an x-ray returned, however, it appears to be post-op from the most recent surgery as there is no evidence of a loose screw. Without additional x-rays and/or operative notes the hypothesis that the articular surface was not fully seated cannot be completely confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time. Device history records indicate all components were mfg and inspected to spec.